Manufacturer narrative:
Beckman coulter service engineer was advised by the customer that the cause of the modular chemistry leak was due to a flowcell tube #22. Customer confirmed that replacing the tube resolved the issue with the leak. Instrument software version is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leak from modular chemistry-side their unicel 600i synchron access clinical system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.